Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 10. The patient's drain volume was 2543ml. The largest prescribed fill volume was 1500ml. This meets iipv criteria. According to the nurse she was not aware of this event as the patient did not report any symptoms of overfill. Product surveillance notified the nurse of the probable cause found during evaluation. The nurse understood and stated that the patient has resumed therapy. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. The device will be routed to the service area.